Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received multiple alarms on the insulin pump, including unexpected restart alarms. The insulin pump was not stored or not in use for an extended period of time. A normal bolus was recorded into the air and was recorded in the history. A self-test was performed and passed. Customer was reportedly advised to monitor the insulin pump. Customer's blood glucose was 107 mg/dl. Nothing further reported.